Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and to resolve the reported issue of the customer, the turbine was replaced and the problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 oxygen does not increase when turbine is ramping up. At this time, there is no information regarding patient involvement associated with the reported event.